Manufacturer narrative:
It was noted that the insulin pump was received with cracked and bleeding lcd glass. The pump had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
The customer's father reported via phone call that the customer had a cracked screen on the insulin pump. Customer's blood glucose was 160 mg/dl at the time of the incident. Customer was playing in the gym and fell down. Caller stated that the pump is functioning as designed but they can only see part of the screen. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.